Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen, balloon and wire lumen. The balloon was loosely folded. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro markerband. A portion of the outer shaft was torn/burst and plastically deformed in the form of a bulge and was torn 50mm ¿ 60mm from the guidewire exit notch. The distal end of the guidewire was kinked 55mm from the guidewire exit notch. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal left anterior descending (lad) artery. After an unspecified stent was deployed to the target lesion, the 15mm x 2.25mm nc quantum apex¿ balloon catheter was advanced for post dilatation. However, on the first inflation at 14 atmospheres, the balloon ruptured. It was noted that the balloon came in contact with the edge of the previously placed stent. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal left anterior descending (lad) artery. After an unspecified stent was deployed to the target lesion, the 15mm x 2.25mm nc quantum apex¿ balloon catheter was advanced for post dilatation. However, on the first inflation at 14 atmospheres, the balloon ruptured. It was noted that the balloon came in contact with the edge of the previously placed stent. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.